Manufacturer narrative:
No pre-existing defects were found by checking the manufacturing charts of lot# 201705230, on a total of (B)(4) graft cutters manufactured with this lot number. We will submit a final MDR once the investigation will be concluded.

Event description:
Intra-operative malfunction of the smr graft cutter model# 9013.75.443, lot# 201705230. According to the info reported, when the graft cutter was used for taking graft from a native humeral head the blade bent. No reported consequences for the patient nor prolonged surgery time. Event occurred in the us.

Manufacturer narrative:
No pre-existing defects were found by checking the manufacturing charts of the lot number involved (1705230). The graft cutter has a hook with a blade; the blade allows to take the bone graft and then graft it into the glenoid bone. Complaints monitoring and analysis highlighted that the root cause of breakage/bending of the graft cutter blades is related to an incorrect use of the cutters. Therefore, in 2017, limacorporate decided to update the surgical technique to give additional instructions on how to correctly use the cutter in order to avoid improper use (blade forced to come out when the instrument is not rotating) and to remind the importance of a careful use on allograft. In addition, a specific note was added in the surgical technique, to underline that the graft cutter is to be used on cancellous bone only (lower density bone). As a further corrective action, a new version of the graft cutter (v.02) was introduced. The improved design of the blade in v.02 graft cutters allowed to further increase its mechanical strength and further reduce the risk of its deformation during use. The reinforced blade (v.02 instrument) has been introduced on the market since september 2017. Nevertheless, we would like to underline that the internal functional tests on the v.01 instruments showed good mechanical resistance of the v.01 if the cutter is used properly (i.e. Blade comes out gradually from the sleeve after putting in rotation the cutter). Following the corrective action introduced, limacorporate decided to switch the v.01 graft cutters to v.02, when they naturally return to internal warehouses. Pms data six intra-operative complaints involving the bending of the graft cutters blade were reported to limacorporate (including the one object of this report). One of these complaints about bending of the blade, involved the last version of the graft cutter (v.02) and was attributed to patient's hard bone. Limacorporate is also aware of a total of 3 complaints about the breakage of the graft cutter blades. All three involved v.01 graft cutters and occurred during use on allograft. No serious intra-operative complications were ever reported as a consequence of the reported complaints limacorporate will keep monitored the market to confirm the effectiveness of the above corrective actions.

Event description:
Intra-operative malfunction of the smr graft cutter model number 9013.75.443, lot 1705230, occurred on (B)(6) 2017. According to the information reported, when the graft cutter was used for taking graft from a native humeral head, the blade bent. No reported consequences for the patient nor prolonged surgery time. Event occurred in the us.